Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had experienced high blood glucose levels. Customer stated that there were air bubbles in tubing which leaded to rise in blood glucose levels. Customer stated blood glucose level was 250 mg/dl but after bolus went up. The current blood glucose level was 450 mg/dl. Customer treated hyperglycemia with manual injections. Customer had been using insulin pump within 48 hours of reported. It was known that customer was not using the auto-mode feature. The troubleshooting was performed. The insulin pump and reservoir will not be returned for analysis.